Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device switches off suddenly even when plugged into the wall. No patient impact or consequences were reported.

Event description:
The customer reported the device switches off suddenly even when plugged into the wall. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. Device functionality failed, the unit powers off by itself when using battery power. The unit would only operate on battery for a few seconds before powering off due to low battery. The unit powered on and off using ac power. The battery had 5.5v, rated at 6v, and had failed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.